Event description:
It was reported that the patient had a driveline communication fault after debridement on (B)(6) 2023. The patient had another driveline communication fault over the weekend of the (B)(6) 2023. The alarm returned right away after the careprovider cleared the alarms using the monitor. A controller and modular cable were exchanged on (B)(6) 2023 and the driveline fault alarm returned. The alarm was cleared on the system monitor, but the alarm returned again. A review of the log file revealed that the driveline comm b faults returned. It was recommended that the patient's communication fault alarm be silenced permanently while further evaluation was pending. The patient has a history of driveline communication faults that required modular cable exchange in the past.

Manufacturer narrative:
Comm fault alarm captured in MFR # 2916596-2023-05221. Driveline comm fault alarm captured in MFR # 2916596-2022-11594. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported debridement could not be determined through this evaluation. Additionally, analysis of the submitted log files confirmed the reported driveline communication fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. The controller event log file contained events (B)(6) 2023 prior to controller clock reset, (B)(6) 2023, per the timestamps. Multiple driveline communication fault alarms associated with com b fault flags were captured throughout the log files. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction", lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", provides information on caring for the driveline exit site, as well as controlling infection. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline communication fault, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline communication fault, as well as how to respond to each alarm condition. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the patient handbook provides instructions on how to prevent infection, including keeping the hands and driveline site clean. The handbook also provides suggested responses in the event of infection and instructs the patient to call their hospital contact immediately if any signs of infection are noticed the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.